Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the physician did not like the 14.5cm of tubing on the pre-connect device as it caused an excess bundle of tubing in the scrotum.

Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of that the 24 pre-connect tubing would have been too long for this patient's anatomy, quality accepts the physician¿s observations. The tubing length specification has been validated as part of the design via clinical data and clinician feedback. The overall occurrence rate of this type of feedback remains low but will continue to be monitored.